Manufacturer narrative:
Medtronic received the following information from a journal article entitled; prevention of retrograde ascending aortic dissection by cardiac pacing during hybrid surgery for zone 0 aortic arch repair chassin-trubert l, ozdemir ba, roussel a, dessertenne g, castier y, ludovic c, alric p annals of vascular surgery. 2021 71:48-55. Doi: 10.1016/j.avsg.2020.08.136. If information is provided in the future, a supplemental report will be issued.

Event description:
Valiant captivia, talent and non mdt stent grafts were implanted in zone 0 hybrid aortic arch repair procedures for various aortic pathologies. The following malfunctions were observed; endoleak the following adverse events were observed; dissection, stroke, ischemia, thrombosis, renal insufficiency, respiratory distress, access related complications, cardiac complicat ions (myocardial infraction, arrhythmia hemopericardium, hemomediastinum), hemorrhage, nerve lesion, re-intervention patient mortality was reported but there is no causal link that a mdt stent graft caused or contributed to any deaths.